Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/21/2020 h.6. Investigation: one actual sample was received by our quality team for evaluation. Upon visual inspection it was observed that the needle was clogged; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. There is a vision system at the assembly machine to detect the clogged needles and reject the part. The non-conformance might have happened on the reject station due to the worn out valve. Based on the investigation, there is no issue with the extension of cylinder to reject the part, however, during the retraction there is a delay in the return action of the cylinder piston and hence cause the part to be rejected wrongly.

Event description:
It was reported that during use the needle was blocked an unable to draw medication with a bd precisionglide¿ needle. The following information was provided by the initial reporter: needle blocked unable to draw up fluid.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle was blocked an unable to draw medication with a bd precisionglide¿ needle. The following information was provided by the initial reporter: needle blocked unable to draw up fluid.